Manufacturer narrative:
The unit had an intermittent button response due to a flattened esc and act button dome switch. The keypad connector was fully locked. The unit had no cosmetic damage. (B)(4).

Event description:
The customer's daughter called in to report a keypad anomaly and the absence of insulin delivery. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.